Event description:
It was reported that during the procedure to treat a moderately stenosed left superficial femoral artery, the absolute stent delivery system (sds) was being inserted into the introducer sheath in the common femoral artery. The outer cover on the sds caught on the introducer sheath causing collapse and bunching of the sds tip and partial deployment of the absolute stent outside of the sheath. The absolute was not used in the patient, and a second stent was successfully deployed no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the absolute self expanding stent system (sess) was returned with blood in the distal outer sheath and outer member and on the stent holder, consistent with handling and interaction with the introducer sheath. There was no saline visible. The stent implant was partially exposed distally from the distal outer sheath, for a length of 3 millimeters (mm). The distal outer sheath was retracted 1 centimeter (cm) proximal to the base of the tip. The handle was in an unlocked position. The inner braiding was bunched 1 cm proximal to the distal marker, for a length of 3 mm. There was a kink in the outer member 1 mm distal to the strain relief tubing, likely due to handling/packaging for return to abbott vascular. There was no other damage noted to the sess. The tip was not collapsed as reported. The introducer sheath used during the procedure was not returned. A snap gauge was used to measure the stent implant outer diameters and these met manufacturing criteria. The handle was opened and the rack was retracted 3 cm proximal to the distal end of the handle. All the mechanisms were intact with no anomalies noted. Potential factors that may contribute to premature deployment prior to use include, but are not limited to, manufacturing, inadvertently pulling on the tip of the sess during removal of the tip mandrel, insufficient support during prep, kinks in the shaft, interaction during loading onto a guide wire, or interactions with the introducer sheath and/or associated devices during insertion. In this case, based on the reported information and analysis of the returned device, the premature deployment and subsequent damage to the distal sheath appears to be due to interaction with the introducer sheath during insertion as reported. During production all self expanding stents are visually inspected on both the inner diameters and outer diameters for damage. Additionally, the stents are inspected after the stent has been collapsed onto the stent holder. All self expanding stent delivery systems are also inspected for damage during the manufacturing process. A review of the lot history records did not reveal any nonconforming material records for this lot. Additionally, there have been no similar incidents reported for this lot and there is no indication to suggest a product quality deficiency.